Event description:
Report received of an independent rate change. The pump was programmed to deliver an unspecified medication at a rate of 7.3ml/hr with a volume to be infused (vtbi) of 30ml. After the control knob was turned to the run position, the nurse noted that the programmed rate of 7.3ml.hr changed to a rate of 100ml/hr. The pump was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing by the user facility, the biomedical engineer was unable to duplicate an independent rate change. Though requested, no additional information was provided.